Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 04/25/2025, it was reported by a sales representative via sems-06856423 that an ar-9597-10 reamer sleeve has an ar-9676 driver shaft stuck in it. This occurred during use in a case with no patient effect.

Manufacturer narrative:
Additional information: g3, h3, h6. Based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause for the reported failure can be attributed to misuse due to a force perpendicular to the drive shaft being applied while the device is spinning. This applied force creates an excess of friction and heat that ultimately has the potential to cause the device to cease functioning as intended. Application of this force perpendicular to the drive shaft is not needed for the device to function, nor is it recommended that the user do this during normal clinical use. When used usually, this issue is unlikely to present itself, which suggests that the handling of the device greatly impacts whether or not it will seize. For this reason, the direct cause is considered to be device misuse.